Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient recently had issues with low blood pressure and passed out and broke an ankle. They were in the hospital and they noticed the device on x-rays. Afterwards, they thought their stimulation was turned off at some point. They turned the stimulation back on and wanted to increase, but was unable to. They claimed that it was not working, noting that the x-ray could be related to the issue. They were going to follow-up with a healthcare professional (hcp) to resolve the symptoms of it not working. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.